Manufacturer narrative:
Examination of the returned devices by depuy materials science confirmed the reported fracture. The fractured surface on the stem side was examined further using scanning electron microscopy (sem). Due to heavy burnishing on the fractured surface, it was impossible to locate the exact fracture initiation sites. However, secondary electron imaging revealed multiple fatigue initiation sites and stage I (stair-step) fatigue nearby these initiation sites, which was the cause for the stem fracture. Evidence of ductile dimples was also found on the opposite side, showing that the final rupture of the stem was induced by fast overload. No material defects were observed on the fracture surface, nor were manufacturing deviations or anomalies found from reviewing the device history records for the lps cemented femoral stem. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of x-rays from (B)(4) 2012 show implant placed in proper position with no evidence of stem fracture at this time. Review of x-rays from (B)(4) 2012 show distal fracture of implant stem resulting in multiple fractures of the femoral shaft. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Lps femoral stem was broken therefore knee revision has taken place.